Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with a hysterectomy and cystocele repair due to stress urinary incontinence. The patient underwent cystoscopy with coaptite injection on (B)(6) 2007 and (B)(6) 2007 for stress urinary incontinence and intrinsic sphincter deficiency. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with vaginal hysterectomy, total, bilateral salpingo-oophorectomy, anterior/posterior and colporrhaphy pubo vaginal mesh due to pelvic relaxation and genuine urinary stress incontinence.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary problems, and vaginal scarring. The patient underwent coaptite injection on (B)(6) 2007 due to worsening leakage. The patient underwent coaptite injection in (B)(6) 2013 due to continued leakage. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced acute cystitis, urinary tract infection, dysuria, incomplete bladder emptying, hematuria, and urinary frequency. (B)(4).